Manufacturer narrative:
The reported filter leak was confirmed by investigation. One (1) used list# 142560488 set was received for investigation. As received, the returned set was visually inspected and the filter vents were observed to be wetted and/or saturated. The reported infusate was nivolumab 240mg, cisplatin 119.2mg, 5fu 1192mg. The returned set was leak tested per the product specifications and leaks were observed from both filter vents of the filter of the returned set. Red dyed water was used to analyze the origin and mode of the replicated filter vent leaks. The leaks appeared to seep through the filter vent material from various locations. The probable cause of the observed filter vent leaks is a hole in the filter vent material, however the exact cause is unknown. A DHR review could not be completed because the lot number was not provided by the customer.

Manufacturer narrative:
The device was received on april 25, 2019. Testing and investigation is not complete.

Event description:
The customer reported leakage on the air vent of the filter of a plum set after 3 hours of infusion of nivolumab 240mg, cisplatin 119.2mg, 5fu 1192mg. It was reported the chemo drug splashed on the patient¿s cloth. The tubing was replaced and therapy was resumed. There was patient involvement, but no harm reported.